Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) provided in-service training at the user facility to review the appropriate reprocessing of endoscope. Based on the info provided, the user facility staff did not reprocess the device in accordance with the directions for use. If significant additional info becomes available, a supplemental report will be submitted. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility had not been reprocessing the elevator wire channel on the subject device for a period of approx six months. There were no reports of pt injury.